Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, cracked front housing, and damaged dso sensor. The customer reported problem was confirmed. The cause of the issue was the scratched lens. The lens was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had a "non-conforming screen¿. There was unknown patient involvement and unknown patient harm/adverse event reported.